Event description:
I had bilateral silicone breast implantation in 1977. They ruptured after 9 years. I had silicone leaking out of nipple areas, chest wall inflammation, high fevers, muscle pain/weakness/fatigue, skin lesions, dry eyes, mouth, joint pain, numbness of extremities, nervous system damage. In 1993, after rupture was detected these implants were removed. The findings were the capsule in the breast does not contain the loose silicone, as mine had migrated to my left axilla area again. Surgery proved it to be caused by residual silicone in this area from rupture, and infiltrated my lymph nodes which were calcified and removed. In 2002, 6 years later, I had a 5.5cc cancerous tumor removed from the exact same axilla area as prior. The tumor had silicone in it, was classified as a rare liposarcoma. The oncologist and my doctors, surgeon all agreed this was not a coincidence that I had a malignant tumor in the exact area residual silicone had been found years prior. I have no history of cancer or tumors in my family or any auto-immune disease which I now suffer since I will always have the loose silicone which was not able to be removed. This causes a permanent "inflammatory" response in the body. I now will always have to be screened for cancer due to the tumor. I had been a healthy, athletic girl when my silicone implants were put in my body. I am now a "survivor" of the false info given and which is still being put out. Three years is not enough time to study women with implants. Mine did not rupture for 9 years, and the symptoms were subtle and slow in the beginning. I am not an unusual case. There were thousands of others just like me with no prior illness who are now suffering permanent illness due to loose silicone in their bodies. If I had known all the research and truth regarding silicone in the body, I would never have had placed them in my body. I feel the government and FDA is still not protecting women from a product they don't understand, the real consequences that are permanent. Or maybe money is the only important factor in this country.